Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter would not power on. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient reported that the alleged power issue began the afternoon of (B)(6) 2014. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 2 hours after the alleged issue occurred, she developed symptoms of ¿shaking and sweating¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s usb cable/ac adaptor has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the usb cable/ac adaptor was found to be discolored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.